Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient had a new different back pain that it took her to her knees. It was prior to a couple of years ago. It was noted that they took medications and was confused. The pain the implantable neurostimulator (ins) was meant treat was both legs and low back. They wanted reprogramming to help the stimulation that was too strong when they laid down. They could keep it when they were standing. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient's device 'did not seem to be working.' The patient's doctor wanted to do tests the week after the report and thought the device might need to be replaced. The patient had surgery, but it was not known what for and when. It was also reported that the 'coupler did not work,' so it is unclear if it is a problem with the device or recharger. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).